Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported they believe the battery on one of the patient's stimulators has gone dead and they were not able to charge it and they got an error code yellow message that showed 626 which they do not recall seeing before and just after that when they tapped continue it showed the ins battery was zero. Caller said they can still connect the charger but it does not stay connected. Caller was trying to charge the ins at the time and after explaining the charger did not stay connected, the charger did connect to the implant started pulsing green, caller said it was charging now and caller was successful to maintain the connection for the duration of the call. Reviewed some recharging information and they will need to turn therapy back on using the communicator, if it did turn off. Redirected to their doctor. The troubleshooting steps that were taken on the call resolved the issue. Caller mentioned difficulty with the equipment because pt is 12 years old and the equipent is made for adults.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.